Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the customer reported event of a xia s/s stiff rod main body fracture post-op was confirmed via a visual inspection. The appearance of beach marks on the fracture surface is consistent with fatigue fracture. Correspondence with the sales rep confirms that multiple levels had not fused, meaning that the devices at those levels would be tasked with bearing the weight of the spine without added support. Furthermore, it was confirmed that the device was implanted on (B)(6) 2011, which means that the device was implanted for over 3 years, which supports the conclusion that the fracture was likely caused by fatigue of the material. Conclusion: the most likely cause of the breakage is the extended implantation leading to the eventual fatigue of the devices. Non-union of the vertebrae likely contributed to the event as this would have resulted in excess load to the construct.

Event description:
It was reported that the sales rep was alerted of a revision surgery. The patient had rods broken in two places. The cross connector failed on removal, two broken screws mid pedicle and with two xia screw heads that have popped off.

Event description:
It was reported that the sales rep was alerted of a revision surgery. The patient had rods broken in two places. The cross connector failed on removal, two broken screws mid pedicle and with two xia screw heads that have popped off.